Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1: patient initials not available. H3, h6: no parts were available for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the left l3 was inaccurate (superior by 5.5-6.5 mm). The left l4, l5 were accurate. The site redid l3 with the navigation system and finished the case on right with a navigation system. During the case they checked accuracy with the passive planar blunt in arm guide and on anatomy. They redid snap shot. This was before any screws were placed. When checked it was accurate. The suspected cause was operator error. The 3d registration marker was pressing on the skin of the patient during the spin. The advanced accuracy and stress tests passed. There was a 25 minute delay. There was no impact to the patient outcome.